Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing. It was also noted the rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress.

Event description:
It was reported that the right ventricular (rv) lead had oversensing due to a broken lead. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was further reported that the lead exhibited noise. The lead was explanted and replaced.